Event description:
It was reported that the patient underwent a procedure at l4/5 using posterior fixation. It was reported that the screwdriver would not release the pedicle screw after the screw was placed. The screwdriver was pulled out along with the pedicle screw. The rescue screw was implanted. It was found that the thread of the driver was damaged. No other complications were reported.

Manufacturer narrative:
(B) (4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.